Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: national medical journal of china. 2016 jul 26; 96 (28) :2238-2240. (B)(4).

Event description:
Title: a comparative study on treating female stress urinary incontinence with tvt-abbrevo and tvt-obturator. This study compares the effectiveness and complications of tvt-abbrevo (tension-free vaginal tape- abbrevo) and tvt-obturator (tension-free vaginal tape-obturator) for the treatment of female stress urinary incontinence (sui). Of 117 patients suffering from sui, 19 were treated with tvt-abbrevo and 38 were treated with tvt-obturator from nov 2012 to nov 2013. The procedures were performed with tvt-abbrevo (ethicon) and tvt-obturator (ethicon). Reported complication included inner thigh pain at 24h and 1w after surgery (n=?).in conclusion, the study shows that tvt-abbrevo procedure is safe and efficacy in treatment of sui and associated with low incidence of recent postoperative inner thigh pain.